Manufacturer narrative:
(B)(4). Concomitant medical products: 22-300920, lot 261390, arcos sts 20x190 mm; 31-301303, lot 199930, arcos cone trial c std 60 mm; 31-301852, lot 170201, hex drive 3,5 mm; 31-301852, lot 120701, hex drive 3,5 mm. Foreign: the event occurred in (B)(6). Multiple MDR's were filed for this event: 0001825034-2019-03359, 0001825034-2019-03267, 0001825034-2019-03360, 0001825034-2019-03361, 0001825034-2019-03363. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
After implanting an arcos sts stem the trial cone body was locked on the stem in accordance with the surgical technique. When trying to unlock the trial cone body, the screwdriver broke inside the patient. The stem and trial body was explanted, and an attempt to disengage the trial body was made with a new screwdriver, which also broke. The third attempt yielded another broken driver. A surgical delay of 60 minutes was reported. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device confirms the reported material fracture and wear. Review of device history record did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.